Event description:
Device product was returned to the manufacturer noting potential performance issue, not further specified. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that a patient with a history of supraorbital stimulator placement, was followed in clinic for treatment of right facial pain related to shingles. The original procedure was right placement of supraorbital stimulating lead. The patient initially had some improvement in their pain after the initial surgery, but after a revision surgery which was performed due to wound healing issues and lead migration, the patient never obtained the same level of pain relief. Due to this, the decision was made to remove the supraorbital nerve system. Surgical diagnosis was failure of supraorbital stimulator. Explant was noted as (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional reported that the cause of the event was that cause of the event was that the patient had discomfort at the site of the wire (lead) and did not like the cosmetic effect. The removal of the device system was confirmed and occurred on (B)(6) 2012. The patient did require an overnight stay post-op in the hospital. The patient outcome was reported as no injury.

Manufacturer narrative:
Product ID 3778, explanted: 2012 (B)(6), product type lead, product ID 3708120, serial# (B)(4), explanted: 2012 (B)(6), product type extension, product ID 3550-39, explanted: 2012 (B)(6), product type accessory, product ID 3550-29, explanted: 2012 (B)(6), product type accessory.

Manufacturer narrative:
Product ID 3778 lot# serial# unknown implanted: explanted:; product typ lead product ID 3708120 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product typ extension product ID 3550-39 lot# serial# unknown implanted: explanted:; product typ accessory product ID 3550-29 lot# serial# unknown implanted: explanted:; product typ accessory. (B)(4). Final analysis of neurostimulator model # 37702 serial # (B)(4) showed no anomaly found. Final analysis of extension model # 3708120 lot # njb100567v showed extension body cut through; product segmented. There was no significant anomaly. Final analysis of lead model # 3778 lot # unknown showed distal end conductor broken; # 6 circuit was open. The # 6 conductor was broken near the proximal side of the # 6 electrode. Final analysis of plug model # 3550-29 lot # unknown showed no anomaly found. Final analysis of anchor model # 3550-39 lot # unknown showed titan anchor cut silicone; no significant anomaly.